Event description:
It was reported that the user¿s pump issued multiple low glucose and urgent low soon alarms overnight, and the user later measured a blood glucose of 60 mg/dl without symptoms and had not treated due to being asleep and unaware. Symptoms included no clinical manifestations reported. Outcomes included no functional impact reported beyond the low glucose event. Investigation included product troubleshooting and education with the user. Investigation of this case revealed no confirmed device malfunction, and the cause of hypoglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.